Manufacturer narrative:
Na

Event description:
It has been reported that a revision surgery was performed due to dissociation of the insert. The product will not be returned as it was disposed of in surgery. The date of the primary surgery is not known.